Event description:
The facility reported an infusion pump with pump failure. Information was not provided regarding whether or not the device was in pt use when the event occured. According to the hosp. Rep, no pt inury or medical intervention had been reported related to the device. No addtional information or contact was available.